Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no video output from the digital visual interface (dvi) terminal could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was no longer any video output on the evis exera iii video system center. This issue was noticed at preparation for use. The procedure was completed using a similar device with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The digital visual interface (dvi) on the unit was working. The evaluation found a broken front panel and picture in picture (pip) and corrosion on the bottom and front panel chassis. The video socket connector had a defective locker, preventing it from securing the scope video cable. Both the software and power switch needed to be upgraded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.